Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It as reported that during a photoselective vaporization of the prostate procedure, the fiber's beam was observed to be coming out in several places. This resulted in the prostate being treated in the wrong place. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It as reported that during a photoselective vaporization of the prostate procedure, the fiber's beam was observed to be coming out in several places. This resulted in the prostate being treated in the wrong place. The physician stopped using the fiber, and a second fiber was used to complete the procedure. There were no clinical complications to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber break cannot be established as the product is not available for analysis. The reported patient symptoms is a known risk associated with photoselective vaporization of the prostate procedures and is noted as such in the device instructions for use. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: to avoid greenlight fiber damage or breakage, do not bury the tip in tissue, do not retract or probe tissue with the device, and do not bend at sharp angles. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation. Additional information provided in: b3 date of event, and b5 describe event or problem, correction: b1. Adverse event/product problem, b2. Outcomes attib to adv event, h1type of event, and h6 impact codes.

Manufacturer narrative:
Additional information provided in: b3 date of event, and b5 describe event or problem, correction: b1. Adverse event/product problem, b2. Outcomes attib to adv event, h1type of event, and h6 impact codes.

Event description:
It as reported that during a photoselective vaporization of the prostate procedure, the fiber's beam was observed to be coming out in several places. This resulted in the prostate being treated in the wrong place. The physician stopped using the fiber, and a second fiber was used to complete the procedure. There were no clinical complications to the patient.